Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.

Event description:
The customer contacted baxter's service center reporting shortness of breath and feeling full during fill 1 of 4 on the homechoice (hc) and the home patient (hp) did not change out supplies after a system error. The hp stated she was not really sure what happened tonight, but all she wanted to do was drain. The technical service representative (tsr) went into the alarm log and found the hp had a previous system error 2201. The hp stated she restarted therapy because of the previous system error 2201. The hp stated they did not change her supplies but just restarted therapy. The hp does not normally drain during initial drain and she went right back into the fill. The hp pressed stop and just wanted to drain. The tsr informed the hp that it was baxter's policy that whenever a therapy was ended, all new supplies were required before restarting a new therapy. The hp stated she used to be a registered nurse (rn) and knew what she was doing. The tsr assisted the hp to a manual drain (md). The md drained 2012ml. The hp said the fill volume (fv) was equal to 2000ml. The tsr advised the hp to dispose of all current supplies used and start over using all new supplies. The tsr advised the hp that if the system error 2201 repeated, she should have her hc swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.